Event description:
The customer reported that the patient was heading home from her routine clinic appointment when the freedom driver exhibited a fault alarm. The patient switched freedom onboard batteries but the alarm did not resolve. The patient stated that the driver was connected to the car charger at the time the alarm faulted. There was no patient impact. The patient was subsequently switched to the backup freedom driver. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver and the car charger will be returned to syncardia fore valuation. The results of the investigation will be provided in a supplemental MDR.